Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient had a high fever and swelling on her face on the implanted side after the cochlear implant surgery. Reportedly a crust formation and loss of hair were observed over the implant site (no date reported). At the initial stimulation of the device, the patient's skin flap was reportedly becoming too thin. There was no indication of infection. Crp = 0.03 wbc was normal. The surgeon reportedly suspected the patient was showing a silicone allergy. The device was explanted in 2007 and the patient was reimplanted during the same surgery.